Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized, for approximately three weeks, with pneumonia, lethargic, and a combination of things. The customer passed away on (B)(6) 2014 due to anoxic brain injury, cardiopulmonary arrest and pneumonia. The customer was not wearing the insulin pump and had been off the device for three weeks. The caller stated that the customer was not testing as they should have been; their a1c was 12.9. The cause of the hospitalization was pneumonia, combination of high blood glucose and kidney failure, and then the customer went into cardiac arrest. The customer's blood glucose at the time of the hospitalization and at the time of passing was unknown. Nothing further was reported.